Event description:
Customer reported that uom setting of their unlocked freestyle flash meter changed from mmol/l to mg/dl. There was not report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned unit. Complaint confirmed. No manufacturing parameters found out of spec. Did observe battery icon and booklet icon while strip was inserted causing icon to appear on the display and give e-4 errors. However, uom was selectable and was received at mg/dl. Errors 015, 0204, 0300, 0800, and 0806, were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.